Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. Additionally, in reviewing the fault logs during system diagnostics, the fse noted at least one instance of fault code #77, enhanced motor speed required message. Moreover, the fse also encountered the output to be sluggish and failed to reach 390 +- 10 in adequate time, during pressure regulator calibration. To resolve the issue, the fse replaced the scroll compressor, and performed pressure regulator, vacuum regulator, and compressor output test for 30 minutes. Unit now functions to factory specifications. Unit passed all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail code #14. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings, investigation conclusions & impact codes), h10, h11. Corrected fields: b5, d5, d11, g1(contact person).

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail code #14. There was no patient involved and no adverse event reported.